Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pacemaker is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The reported event was not confirmed. However, it has been determined that this event was likely due to patient and/or procedural related factors. There has been no indication or allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this study patient received implantation of an intuity elite valve and experienced complete left bundle branch block on pod #3 and third-degree atrioventricular block on pod #7. A permanent pacemaker was implanted. The patient did not have history of conduction disturbances. Per the information received, during cannulation with a venous cannula, a tear of the level of the right ventricular groove occurred, requiring suture before starting the cpb. The right atrium was observed to be very fragile. It was additionally reported that before aortic decannulation, ventricular rhythm disorders appeared. The right atrium was recannulated and the path of the right coronary did not appear to be traumatized. After cpb arrest, the same rhythm disorders appeared with a small right ventricle hypokinesia leaving speculation that there was a trauma of the right coronary; the reason why it was decided to bypass it. Once the right coronary was revascularized, no rhythm disturbances were observed and cpb was stopped with stable hemodynamics.